Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (model zxt100 +15.0 diopter) was implanted into the patient's left eye (os) on (B)(6) 2018. Reportedly, the patient noted immediately limited to no intermediate/near vision. No issues with the distance vision. The lens was explanted on (B)(6) 2018 and replaced with a zmt150 +14.5 diopter. No incision enlargement, no vitrectomy needed and no sutures used. Uncorrected visual acuity (uva) left eye, pre-op: 20/25, uncorrected visual acuity (uva) left eye, post initial implant: 20/25, uncorrected visual acuity (uva) left eye, post-lens exchange: 20/25 . Reportedly, the patient appears now to have better near vision os when directly compared with od (right eye) with the zxt lens still in place. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was cut in pieces, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that the implant date ((B)(6) 2018) was entered in the wrong field in the initial MDR report. Therefore, it has been corrected in this supplemental report. The following field was updated accordingly. If implanted, give date: (B)(6) 2018. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.